Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed report, additional information received yielded the following revised event description: it was reported that the patient presented with an st elevated myocardial infarction. After successful direct deployment of a 3.5x12 rx xience xpedition stent, via one inflation to 16 atmospheres (atm) held for 45 seconds (sec), in a lesion in the proximal right coronary artery via femoral access, after routine post-dilatation of the stent via one inflation to 16 atm, held for 20 sec, using the same xience xpedition stent delivery system (sds) balloon, the sds was deflated after 30 to 40 sec. The guiding catheter was then flushed when it was realized that the distal shaft had separated (at the orange colored location) inside of the non-abbott guiding catheter when retracting the sds without resistance felt and with negative pressure held. The flushing of the guide catheter prior to knowledge of the separation resulted in the distal portion slipping distally out of the guiding catheter into the artery. Using a snare device and non-abbott balloon catheter, the distal portion of the xience xpedition was pulled back into the guiding catheter, and both the guiding catheter and distal shaft piece were withdrawn from the anatomy as a single unit; nothing remained in the anatomy. The procedure was completed using another xpedition stent with a good final patient outcome. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after successful deployment of a 3.5x12 xience xpedition stent in a lesion in an unspecified coronary artery via femoral access, after post-dilating the deployed stent via one inflation to an unspecified pressure using the same xience xpedition stent delivery system (sds) balloon, the distal shaft separated (at the orange colored location) inside of the non-abbott guiding catheter when retracting the sds. The guiding catheter was then flushed, resulting in the distal portion slipping distally out of the guiding catheter into the artery. Using a snare device, the distal portion of the xience xpedition was pulled back into the guiding catheter, and both the guiding catheter and distal shaft piece were withdrawn from the anatomy as a single unit; nothing remained in the anatomy. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.